Event description:
A malfunction alarm was reported, and there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the device. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any issues reoccurred. The customer acknowledged and understood the instructions.